Event description:
During follow u with the technical service representative regarding a check lines and bags alarm, the care giver (cg) said that the home patient (hp) uses an extension line and it is not changed daily. The tsr explained about changing it daily. Caregiver said they have new home healthcare person and she noticed the drain line going to the bathroom is taped down, never was before and had no problems. Caregiver to follow up with home health to have the drain line changed daily. There was patient involvement but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the caregiver, who stated the drain line extension is not replaced after each use. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.